Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the cable passed visual and mechanical inspection with no anomalies observed.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable would stop sometime during the procedure. The user was able to use the two other channels in the cable. The cable was returned. There was no patient involvement.